Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor detached prematurely on day of application. The customer was unable to monitor glucose and subsequently experienced sweating and "tingling lip". The customer was treated with lucozade (energy drink) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. Section d3 (email) and section g1 was updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported the freestyle libre sensor detached prematurely on day of application. The customer was unable to monitor glucose and subsequently experienced sweating and "tingling lip". The customer was treated with lucozade (energy drink) by a third-party. There was no report of death or permanent injury associated with this event.